Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the new insulin pump was not working properly so they changed to old one and the blood glucose level went back to normal. The customer declined troubleshooting on the insulin pump because they wanted it to be replaced. The insulin pump will be returned for analysis.